Event description:
031497 double lumen port inserted flushed and drew blood in or. 031497 later in day: lateral port difficult drawing blood. 031697 deceased after flushing. 041897 both ports accessed. Lateral port hard to flush. Both drew blood well. 060697 both ports accessed. Lateral port had to aspirate and flush. Declot attempt with urokinase unsuccessful. 060797 urokinase declot again unsuccessful. 071897 port explanted - device noted to be abnormal. Another port implanted.